Event description:
It was reported that allegedly the bed would go up when the down button was released. This resulted in the bed not able to be lowered as it would always go back up when trying to be lowered. No injury to pt or caregiver was reported.